Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated, but the investigation of the abutment design is currently ongoing. In case this investigation reveals, that the abutment design contributed to the implant loss, we will send an additional report on the abutment. The implant loss issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.